Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed an overflow of the ise tub, and a bent sample probe. The failure mode is multiple parts. The fse replaced the buffer valves, sample probe, wash syringe and performed cleaning on the ise tub, drain line, both cells and electrodes which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4)/

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.